Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawers 3.1 and 5.1 had been failing and releasing cubies when recovering. A field service engineer powered off the unit, reseated the row board connectors for drawers 3 (1 & 2) and 5 (1 & 2). Also reseated the tray connectors for the same drawers. Hardware test application (hta) passed successfully. The customer completed the inventory of medication in the affected drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system experienced constant failures on the same drawers containing cubies. The drawers repeatedly ejected even when the cubies opened properly, and over time the drawers gradually emptied of cubies due to these failures. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.